Event description:
A pt was diagnosed with a hepatic meningioma. There was a massive left to right shunt and the pt was in heart failure and near death. The pt was embolized with coils in the hepatic and gastroduodenal arteries which took pt out of failure. In the next two weeks there was increasing recruitment of the vessels and the pt was experiencing heart failure. Three vessels were embolized with 100-300u embosphere microspheres, 2cc, with 6cc supernatant and 5cc contrast mixture, using 2cc of this mixture and with 1 vial of 300-500u microspheres. Angiographic stasis was achieved.